Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called. The unit doesn't work, and he has spent 9 nights with no success. Rep went through trouble shooting techs on how to place the wick. He said it does suction the water. Rep advised him not to wedge the wick and not to put it too low to where she is laying on it. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
Upon further review, it has been determined that this is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called. The unit doesn't work, and he has spent 9 nights with no success. Rep went through trouble shooting techs on how to place the wick. He said it does suction the water. Rep advised him not to wedge the wick and not to put it too low to where she is laying on it. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue. Per customer via phone on 16sept2025 it was reported t/s done but still having issues, provided 800-323-0914 liberator troubleshooting m-f 9-8 and sat 9-3 est for continued t/s.